Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 13 years and nine months following the implant of this transcatheter bioprosthetic pulmonary valve, the valve failed due to somatic growth. The patient had moderate-severe pulmonary stenosis (ps) and a mean gradient of 40mmhg. A pre-dilation was performed due to stenosis, and a new valve was implanted valve-in-valve (viv). No additional adverse patient effects were reported.